Event description:
Recently there has been a change with the level of adhesive on the red dot stickers (2560) used to perform electrocardiograms (ekgs). The stickers are much more stickier, there is less gel in the center, and we've had trouble getting them off of patients resulting in more pain for the patient. This morning I did an EKG on a patient ¿ I went to remove the sticker from the left arm however, it would not budge because of her thin skin and the amount of adhesive. I had to use detachol to remove the sticker which took me about two minutes to do because I didn't want to tear her skin. Its also causing irritation, more pain, and we are having more trouble getting the machine to read the rhythms.